Manufacturer narrative:
Other applicable components are: product ID: 3776-60, serial# (B)(4), product type: lead. Product ID: 3778-60, serial# (B)(4), product type: lead.

Event description:
Information received from the patient via the manufacturer's representative reported that there was premature depletion of their implantable neurostimulator (ins). It was noted that recharging frequency was checked and appeared good with 8 coupling achieved at each recharge but electrodes 10 and 11 had low impedances which may be the source of the issue. The patient did report tripping and falling as an environmental factor which may have led to the issue. Programming was changed to avoid electrodes 10 and 11 and still provided appropriate coverage for the patient. The issue was reported as resolved. No surgical interventions had occurred or were planned. The patient status at the time of report was noted as "alive - no injury." The indications for use for the implanted device were noted as lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.